Event description:
A caregiver contacted baxter's (B)(4) to report the homepatient (hp) was having a large drain. The hp manually drained 4000mls. The programmed fill volume (fv)was 2500ml. This drain meets increased intraperitoneal volume (iipv) criteria. Follow up with the caregiver (cg) revealed that the hp had complained of being full during drain cycle 2. The hp also had symptoms of abdominal distension, abdominal pain, nausea, and difficulty breathing. The cg stated that 4 hours after therapy a manual drain is performed. The cg stated that when the tape was removed from the catheter the hp drained 4000ml. The draining relieved the symptoms. Follow up with the nurse revealed that she was aware of the large drain volumes, and most of the reported symptoms except the difficulty breathing. The nurse stated that she would follow up with the hp to program the new hc. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Event description:
The coating of the guide wire peeled off when the physician was attempting to place the life port venus access device. The coating embedded itself in the pt's subcutaneous tissue. The physician was able to extract the coating from the pt. Another device was used and the procedure was completed.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The device functioned normally during pal testing. Review of the previous service record revealed no issues that may have contributed to the reported difficulties of iipvs. The assignable cause of the reported off cycler manual drain volumes meeting iipv criteria was determined to be: insufficient drain, false empty detect and last manual drain not used. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.